Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 09, 2018 that a wallflex bliary rx fully covered stent was implanted in the biliary duct of a patient on (B)(6) 2017 as part of (B)(6). According to the complainant, diagnostic exams were performed on (B)(6) 2017 including pancreatic protocol CT, pancreatic protocol MRI, chest CT and chest x-ray. The exams shows the patient had a tumor location was the head of the pancreas and the clinical tumor stage was iia - t3 n0 m0. The size of the tumor at the largest diameter was 2.50 cm as determined by pancreatic protocol CT. Baseline liver function tests were performed. Assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: jaundice and dark urine. On (B)(6) 2017, the patient underwent biliary stent placement as part of an inpatient procedure. A biliary sphincterotomy was performed during the stent placement procedure. The wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. Reportedly, on (B)(6) 2017, prior to curative intent surgery the patient experienced acute pancreatitis. Biliary reintervention was required, however it was not reported what the intervention entailed. On (B)(6) 2017, the patient underwent curative intent surgery with no biliary obstructive symptoms reported. The tumor was reported as resectable and the patient underwent pylorus preserving pancreaticoduodenectomy (pppd). The study stent remains implanted and the patient was discharged on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation on february 09, 2018 that a wallflex bliary rx fully covered stent was implanted in the biliary duct of a patient on june 6, 2017 as part of e7059 wallflex biliary malignant tumor registry clinical trial ous. According to the complainant, diagnostic exams were performed on (B)(6) 2017 including pancreatic protocol CT, pancreatic protocol MRI, chest CT and chest x-ray. The exams shows the patient had a tumor location was the head of the pancreas and the clinical tumor stage was iia - t3 n0 m0. The size of the tumor at the largest diameter was 2.50 cm as determined by pancreatic protocol CT. Baseline liver function tests were performed. Assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: jaundice and dark urine. On (B)(6) 2017, the patient underwent biliary stent placement as part of an inpatient procedure. A biliary sphincterotomy was performed during the stent placement procedure. The wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. Reportedly, on (B)(6) 2017, prior to curative intent surgery the patient experienced acute pancreatitis. Biliary reintervention was required, however it was not reported what the intervention entailed. On (B)(6) 2017, the patient underwent curative intent surgery with no biliary obstructive symptoms reported. The tumor was reported as resectable and the patient underwent pylorus preserving pancreaticoduodenectomy (pppd). The study stent remains implanted and the patient was discharged on (B)(6) 2017. Additional information received on may 18, 2018: the study stent was removed from the patient during the biliary intervention for the patient¿s acute pancreatitis. Additional information received on may 25, 2018: the biliary reintervention for the patient¿s acute pancreatitis was performed on (B)(6) 2017. The patient was seen as an inpatient and was hospitalized. During this reintervention, the study stent was removed with a snare.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on may 18, 2018 and may 25, 2018.